Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and the following day there were frequent suction alarms. Volume was provided to the patient and impella mcs continued. Approximately three days later, the patient experienced recurrent ventricular tachycardia, went asystole, brady, which was resolve with eight shocks. Amino and lidocaine were administered. The patient as given packed red blood cells and platelets after labs. The following day the patient's overall condition was noted as unchanged but stable. The patient was a full code; however, the care team capped care with no plans for further interventions. Two days later attempted update was unsuccessful as the patient was not in the designated room on the intensive care unit, and the impella pump was not streaming. Status of the patient is unknown.

Manufacturer narrative:
Additional information received regarding the patient outcome; death. B2 revised changed life threatening to death and date of death added. B5 updated with additional information received from the clinical site d6b explant date added. H1 type of event revised to death. H6 health effect - impact code 1802 added.

Event description:
The decision was made to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.